Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018, it was reported to k2m, inc. That a revision surgery took place due to a plate back-out, loosening or disengaging approximately 1-3 month post-operatively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The device remains in the patient and was not available for evaluation. The subject screw was placed at the most caudal level of a three-level plate, spanning c4 to c7. Post-operative migration was confirmed through analysis of patient x-rays. It was reported that subject cover appeared to be locked in immediate post-operative films, however this positioning could not be confirmed on available images. Manufacturing and inspection records of the subject lot were reviewed, and no discrepancies were discovered. Since the device is not available for evaluation the root cause could not be established. Corrected data: d4: catalog#: from aa01-43f53v-g1 to aa01-43f57v. Unique identifier (UDI)#: from (B)(4). H6 conclusion code(s): from 4316 appropriate term/code not available to 4315 cause not established.

Event description:
On 12.18.2018 it was reported to k2m, inc. That a revision surgery took place due to a plate back-out, loosening or disengaging approximately 1-3 months post-operatively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The device remains in the patient and was not available for evaluation. The subject screw was placed at the most caudal level of a three-level plate, spanning c4 to c7. Post-operative migration was confirmed through analysis of patient x-rays. It was reported that subject cover appeared to be locked in immediate post-operative films, however this positioning could not be confirmed on available images.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place due to a plate back-out, loosening or disengaging approximately 1-3 months post-operatively.